Event description:
It was reported the powered laser surgical instrument experienced error code 10 during a therapeutic ureteroscopy. The issue was discovered during sedation; the device was outside of the patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the communication/transmission error was identified. It is likely the result of an electrical component; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.